Manufacturer narrative:
Sterilization charts review: among the involved devices, glenosphere, humeral extension and humeral stem are the only components marketed in the us. Specified this, we performed a check of the sterilization charts of the lot# of all the components involved (glenoid metal back, lot #200907711; glenosphere, lot #201001499; reverse liner, lot #201000906; reverse humeral body, lot #200908298; humeral extension, lot #200902888; humeral stem, lot #200703969) and no anomalies emerged on the overall number of pieces manufactured with these lot#, thus indicating that the devices were correctly sterilized before being placed on the market. Explants analysis: no explants available for further analysis. No pictures of explants available. X-rays analysis: pre-operative x-rays (dated (B)(6) 2016) related to the revision surgery were received and underwent a medical judgment. By this x-ray, metal back and glenosphere are lying too superiorly with regards to the humeral part. The superior migration of metal back + glenosphere probably occurred at least many months ago and slowly over a period of months, indicating that onset of infection could be dated many months before. There has been remodeling around the superior aspect of the baseplate (metal back). It's likely that the superior migration of the metal back + glenosphere (and consequent upwards tilting of the glenoid construct) caused wear on the reverse poly liner due to direct (unexpected) contact between the poly and the inferior metal lip of the glenosphere; hence the metal-metal contact between glenosphere and reverse body after massive wear of the poly. Summarizing, it appears that the infection (germ unknown) was the primary event which led to abnormal load condition between the metal glenosphere and poly reverse liner, leading to final metal-metal contact between glenosphere and reverse humeral body. Event not product-related according to our investigation; all the prosthesis components were regularly sterilized before being placed on the market. It is unknown if patient condition (quite unwell) could have somehow predisposed to the infection. Pms data: a total of 22 revision surgeries due to infection involving a smr reverse prosthesis were reported to lima corporate on a total of (B)(4) smr reverse prosthesis sold (B)(4), giving a revision rate of (B)(4). No corrective actions planned for this specific case. Limacorporate will keep monitoring the market.

Event description:
Shoulder revision surgery of a smr reverse prosthesis performed on (B)(6) 2016 due to infection and pain. Primary surgery was performed on (B)(6) 2010. According to the info reported, the metal back (product code not marketed in the us) and glenosphere came out as an unique construct from the glenoid bone, probably due to the infection. As a consequence, the prosthesis got loose and pe reverse liner (product code not marketed in the us) wore off causing metal-metal contact between glenosphere and reverse humeral body. Due to this metal-metal contact, during the revision surgery, tissues were found to be blackened. Swabs and tissue samples were taken. Patient info received: physical conditions are not optimal. Patient is wheelchair-bound and has a history of multiple falls. Event occurred in (B)(6).

Manufacturer narrative:
Among the involved devices, only the glenosphere, the humeral extension and humeral stem are marketed in the us. We performed a check of the sterilization charts of the lot # involved (metal back: lot #200907711; glenosphere: lot #201001499; reverse liner: lot #201000906; reverse humeral body: lot #200908298; humeral extension: lot #200902888; humeral stem: lot #200703969) and no anomaly emerged on the overall number of pieces manufactured with these lot #, thus indicating that the devices were correctly sterilized before being placed on the market. Moreover, we also performed a check of the DHR of the lot # of the following devices: glenosphere, metal back and reverse liner. No anomalies which could have contributed to the incident were detected. No other complaints received on these lot #. We will submit a final emdr when the investigation will be completed.

Event description:
A smr reverse prosthesis was implanted on (B)(6) 2010. The revision surgery was then performed on (B)(6) 2016 due to reported infection and patient pain. The primary event was that metal back (product code not marketed in the us) came out from the glenoid bone, probably due to infection. As a consequence, the prosthesis got loose and pe reverse liner (product code not marketed in the us) wore off causing metal-metal contact between glenosphere and reverse humeral body. During revision surgery, the tissues were found to be blackened due to this metal-metal contact. Swabs and tissue samples were taken. Patient's conditions are not optimal, since he/she (sex unknown) is wheel chair-bound and has a history of falls. Event occurred in (B)(6).